Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a video evaluation of one device. A visual inspection of the returned video noted a surgical procedure. In the video, the device was applied to the tissue and then there was bleeding at the staple line. Functional evaluation was precluded since the device was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic kidney transplant procedure, after firing the device, there was a poor staple formation, and also there was an unexpected bleeding and blood loss of 500cc or more on the staple line after the device was fired. They then used extra clips to resolve the issue and to stop the bleeding.